Event description:
It was reported that the pump touch screen was on, but remained blank. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.